Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the actual device was returned for evaluation. Visual analysis of the velys saw interface left revealed no significant damage or visual defects that could have contributed to the reported event. The device shows signs of usage. A functional test was performed using a saw clamp gage. The assessment found that the left-sasi saw clamp lever articulated freely without the saw wing fixture engaged, however, no looseness was noted. During functional testing with the gage attached, no undesired movement was observed between the sasi clamp and the sasi itself. Additionally, it was noted that excessive force was required to close the saw clamp lever while the saw wing fixture was engaged. Galling is suspected to have occurred internally between the lever pins and the lever component causing the metal components to fuse together. The overall complaint was not confirmed as the observed condition of the velys saw interface left would not contribute to the complained device issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that both the robotic assisted saw interface device (sasi) left and the robotic assisted saw interface device (sasi) right had a lot of movement when connected to the port, when used with the handpiece device. The procedure being performed was a total knee arthroplasty (tka) surgical procedure. It was not reported if the event occurred during the surgical procedure, or if there was patient involvement. It was not reported if the robot was mounted to the surgical bed. There were no reported adverse consequences to the patient. No additional information could be provided. This is report 1 of 2 for (B)(4).